Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on the day after a device replacement, the left ventricular (lv) lead exhibited high thresholds and high pacing impedances on every lv vector. It was noted that the lv-tip to rv-coil worked fine but caused phrenic nerve stimulation. It was noted that all measurements were fine directly after the procedure. The lv lead was inactivated and later revised due to an observed connector problem. The lead pin was reconnected and everything resolved. The lv lead and device remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the left ventricular pacing lead was beyond the expected upper range, and pacing capture threshold in the left ventricle was high. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.